Event description:
The customer reports the device has no display.

Manufacturer narrative:
(B)(4). There was no reported patient involvement. The device was evaluated by a philips authorized support distributor and confirmed. The display assembly was replaced to resolve the complaint. All performance assurance tests passed and the device was put back into service. We will consider this a malfunction of the display assembly that caused no display conditions on the device. See scanned page.